Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: peeling off the coating of the grasping section. Based on the results of the investigation, the root cause of the reportable event couldn¿t be exclusively identified/determined. However, it is likely the coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the thunderbeat 5 mm, 35 cm, front-actuated grip type s exhibited that peeling off the coating of the grasping section was found. There were no reports of patient involvement.